Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On (B)(6) 2011 at 1300, line a of the device was programmed in the dose calculation mode, to deliver an unspecified concentration of dopamine, at a rate of 9mcg/kg/minute, and the delivery was started. No further programming parameters were provided. The customer contact reported the pt's blood pressure (bp) was 107/73mmhg at the start of the delivery. At 1430, the nurse was called to the pt's room to clear an alarm condition. At this time, the nurse noted that the device had stopped delivering and the device was alarming for e321 (battery charger timeout). The customer contact reported the pt's systolic pressure had depressed into the 70's. The nurse powered off the device and the device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, the customer contact reported, "the pt's systolic pressure returned to the 100's within 10 minutes." No specific values were provided. No medical interventions were required. During testing at the user facility, the device alarmed for e321. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. Review of the history indicates on (B)(6) 2011 at 0859, line a of the device was programmed to deliver in the dose calculation mode, with a drug concentration of 800mg, a diluent 250ml, a weight of 100kg, with a dose of 12mcg/kg/minute, for a duration of 4 hours 23 minutes, and a rate of 22.5ml/hr. At 1242, there was a e321 alarm and the delivery stopped. Between 1244 and 1249, there was a n102 (infuser idle 2 minutes) alarm and the pump was powered off. This report represents all the info known by the reporter upon query by hospira personnel.